Event description:
A patient experiencing inaccurate high results with a one touch meter.the patient's results were 232,31,mg/dl.tests were done within a 10 minutes with a difference of 136%. Patient did not experience any adverse events. Customer has been using expired solution. No further info has been reported.